Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined for model 6996.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined for model 6996. Additional information was received that the "additional coil" was a transvenous lead placed subcutaneously.

Event description:
It was reported that the subcutaneous (sq) lead had "moved." The lead was repositioned and remains in use. Defibrillation testing (dft) was "unsuccessful" at thirty-five joules. An additional coil was placed sq; unable to defibrillate at thiry-five joules. The patient required, "external rescue [three] times on three different inductions." The patient was transported to the intensive care unit while awaiting a further plan of care by the medical staff. No further patient complications were reported as a result of this event.